Event description:
After four years of successful use, this pt began to experience painful "shocks" when using their cochlear implant. Using the approprate diagnostic equipment. It was determined that the device was not functioning according to manufacturer's specifications. Explantation and reimplantable surgery has not been scheduled at this time.